Manufacturer narrative:
Justification for no UDI: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrode pads were damaged during opening/removal of packaging. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The CPR stat-padz were returned and the customer's report was observed during initial inspection; however, the root cause of the gel displacement could not be determined. Retained sample testing was conducted on lot 3424. The results showed no discrepancies. Additionally, a review of the device history record (DHR) revealed no prior issues associated with this lot. The discrepant material report (dmr) log was also reviewed, and no non-conformances were documented for this lot of CPR stat-padz. Gel peeling can be attributed to multiple factors including but not limited to, improper removal of electrodes. It's noteworthy to mention; the IFU for CPR stat-padz instructs the user to grasp the electrode at the red tab and peel away the plastic liner. Analysis for reports of this type has not identified an increase in trend.